Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of over 700 mg/dl with ketones of an unspecified size on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged a day later on 4/9/2026 with the issue resolved and no permanent damage. Customer reverted to an alternate form of insulin therapy.